Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02253. It was reported that rotawire detachment occurred. The target lesion was located in the severely calcified right coronary artery. A rotawire¿ and 1.25mm rotalink¿ plus device were selected for use. During preparation, when the proximal end of the rotawire was inserted up to the mid part of the 1.25mm rotablator, resistance was observed and the wire was unable to advance any further. The device was removed and exchanged for another 1.25mm rotablator. The same issue occurred with the second burr. The burr was rotated and noticed part of the guidewre detached. The procedure was completed with a different device. No patient complications reported and no injury occurred to the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer unit and burr unit were received attached together as a single unit. Also, the advancer knob was received tightened in a backward position. The advancer, sheath, coil, and burr were microscopically and visually inspected. It was observed that the annulus was damaged, not rounded, and flared. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with a test .009¿ rotawire device. The wire was able to be inserted through the annulus with some resistance due to the damage and advanced through the device with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-02253. It was reported that rotawire detachment occurred. The target lesion was located in the severely calcified right coronary artery. A rotawire¿ and 1.25mm rotalink¿ plus device were selected for use. During preparation, when the proximal end of the rotawire was inserted up to the mid part of the 1.25mm rotablator, resistance was observed and the wire was unable to advance any further. The device was removed and exchanged for another 1.25mm rotablator. The same issue occurred with the second burr. The burr was rotated and noticed part of the guidewire detached. The procedure was completed with a different device. No patient complications reported and no injury occurred to the patient.